Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number is t59. The k electrode lot number is c97. The expiration dates were requested but not provided. The investigation reviewed the last calibration performed on 27-feb-2024; the results were within specifications. The investigation reviewed the qc recovery; the qc recovery was acceptable on the date of event. The field service engineer inspected the module and found the event was caused by degraded sample mechanism components. He then replaced the damaged sampling mechanism and performed mechanical and service software adjustments, air purges and ion-selective electrode (ise) checks with acceptable results. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from two patient samples tested on the cobas 8000 cobas ise module (double). The reporter was able to provide one patient sample with discrepant results: the initial results were reported to the doctor who questioned the results, prompting the rerun of the patient sample on their other cobas 8000 cobas ise module. The initial na result from the module was 89 mmol/l. The repeat result from the other module was 143 mmol/l. The initial k result from the module was 2.94 mmol/l. The repeat result from the other module was 4.67 mmol/l (4.7 mmol/l). The repeat results were deemed correct.